Manufacturer narrative:
The insulin pump passed the displacement test; however, it alarmed motor error and motion sensor test failure during rewind due to encoder signal out of phase. The device also had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated that the device was exposed to a magnetic field as he was near a magnet at work. Customer does was unable to rewind . Blood glucose value was 201 mg/dl. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.